Event description:
It was reported by the sales rep that surgeon notified about the tkr revision is needed. Update: reason for revision due to dislocation.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a triathlon femoral component was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: event description: it was reported by the sales rep that surgeon notified about the tkr revision is needed adverse consequence reported: revision requirement anatomical position: left knee product(s) involved: triathlon cr femur #3 left cemented, primary tibial baseplate cemented, cs insert x3 #3 x 11mm materials reviewed: undated/unlabelled: ap left knee x-ray, left lateral x-ray relevant clinical history and timelines: x-rays provided showed a lateral tka with an obvious posterior knee dislocation, complete disarticulation of the femur and tibia in the sagittal plane. There may be a quadriceps rupture based on a bony fragment. There is evidence of a mako procedure based on pin holes. It is unclear if the ap film is from the same event as in this plane there is no gross abnormality. No additional history or medical records were not provided. Date of implant: (B)(6) 2022 (explant (B)(6) 2022) additional medical interventions noted: revision surgery (B)(6) 2022 are any additional medical interventions involving stryker devices noted in clinical history: no conclusion of assessment: a knee dislocation occurred in an elderly patient within 4 1/2 months of the index operation. No other data were provided for review. Device or procedure related adverse event: triathlon cr cemented tka with cs polyethylene. Root cause and confirmation: a root cause cannot be ascertained without additional information. However, a knee dislocation may be confirmed. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: no further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the sales rep that surgeon notified about the tkr revision is needed. Update: reason for revision due to dislocation